Manufacturer narrative:
Evaluation results: failure to follow instruction (excessive force used during delivery). Inherent risk of procedure (stent deformation). No results available since no evaluation performed. (No device received for evaluation). Evaluation conclusion: failure to follow instruction (excessive force used during delivery). Known inherent risk of procedure (stent deformation). Unable to confirm complaint. (Based on the information available no root cause can be determined). (B)(4).

Event description:
During an attempt to treat a lesion using resolute integrity drug eluting stent, it was reported that while advancing the device to the target lesion, physician encountered resistance. Excessive force was used when attempting to position the stent. The stent was removed from the patient and the physician noted that the stent was damaged. There were no patient symptoms or complications reported as a result of this event.